Event description:
It was reported that there was a no disposable clamp tubing alarm. Settings reviewed and pump restarted. Patient was instructed to clamp the tubing and unlock the cassette to check for air in the line. Air was present so the patient massaged the tubing. The patient reattach the cassette and restarted the pump. The pump was then running correctly. There was no patient injury reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 6500. H4: correction: device manufacturing date: 12-mar-2015.